Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: patient was receiving parental nutrition and antibiotics through a PICC line with the use of b braun IV pumps. The patient had an acute change in mental status and it was discovered that the patient had an air embolism. The patient required transfer to a tertiary medical center for hyperbaric oxygen therapy to treat the embolism. On review, the pump may have caused or contributed air delivered to the patient.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The actual device involved in the reported incident were returned to b. Braun medical in carrollton, tx for evaluation. When the device was evaluated, the reported issue was not observed. Additionally, the log review did not show infusion activity on reported dates. The device operated as intended. Preventative maintenance was performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.